Event description:
A voluntary medwatch report (B)(4) was received that reported a patient had a edwards mc3 tricuspid annuloplasty ring placed and was found to have a massive right-sided heart failure secondary to a gerbode defect -lv-to-ra fistula-.

Manufacturer narrative:
(B)(4)=gerbode defect. Method: device not returned. . The voluntary medwatch did not provide physician or hospital contact information, therefore additional investigation cannot be performed. According to the maude event report (foi), the device is also unavailable for return. A device history record (DHR) review cannot be completed as no lot or serial number was provided. A 3 year review of the edwards complaint database revealed no other complaints reported for gerbode defect. Although no further investigation can be performed, a review of the literature revealed an the following discussion: ¿ left ventricular to ra communication, also known as gerbode defect, is very rare, which exists in congenital and acquired forms. The acquired forms described in the literature (usually case reports due to the rarity of the affection) are mainly due to infections, with bacterial endocarditis, mainly with the involvement of aortic or tricuspid valve (tv), traumatism, myocardial infarction, and valvular surgery. Left ventricular to ra communication has been described following mitral valve replacement and following aortic valve replacement, but never after an isolated tricuspid or pulmonary valvular surgery. Usually, the affection is described as an early post-operative complication, when aggressive valvular debridement is performed at the time of valve excision and replacement, with then a failure of expected clinical improvement following surgery.